Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR reports # 9616099-2007-01839 & 9616099-2007-01841. In a report from the another country clinical study, it was reported that approximately 20 months post implantation of two cypher stents in the proximal lad the patient developed a q-wave mi. Coronary angiography demonstrated there was restenosis observed in the proximal lad. This was treated two additional cypher stents and poba. A staged treatment of a proximal-distal circumflex (cx) de novo stenosis was performed a week and a half after the index stenting of the lad. Approximately 21 months later, the patient complained of chest pain again. Coronary angiogram showed restenosis at the proximal edge of the cypher implanted in the proximal cx. This was treated with placement of a cypher stent by direct stenting. At baseline, the lad lesion was de novo, concentric, tubular, with no calcification. The diameter of the vessel was 2.36mm and the lesion length was 8.7mm. As sited in the IFU, the cypher stent is indicated in coronary arteries with a reference vessel diameter of 2.5-3.6 mm. Pre-procedure stenosis was 57%. Aha/acc classification of the vessel was a type b1. It was an elective case and radial approach was chosen. Pre-dilation was conducted with a 2.5 x 15mm balloon at 12 atm. A 3.0 x 13mm cypher stent was implanted at 14 atm for 16-30 seconds at the target lesion. A 3.0 x 18mm cypher stent was implanted at 14 atm for 16-30 seconds at the proximal end of the initially implanted cypher without a gap. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 7%. Ivus was not conducted. The patient was discharged home. A staged pci was conducted to treat the proximal to distal cx stenosis. A cypher 2.5 x 18mm stent was implanted at the distal cx. Then, a cypher 2.5 x 23mm stent was implanted at the proximal cx. It is unknown if they were overlapping or not. There was no information regarding the specifics of the procedure. The patient developed q-wave myocardial infarction 20 months after the initial treatment of the lad lesion. Coronary angiogram was conducted and there was restenosis observed at the lad. There was restenosis at the proximal end of the stent (99%), the overlapping area (75%) and the distal end of the stent (99%). To treat the proximal end of the stents, cypher (3.0/13mm) was implanted. To treat the overlapping area of the stents, poba was conducted with a cutting balloon (2.5mm/length unknown). Then, to treat the distal end from the overlapping area, cypher (3.0/18mm) was implanted. The residual % of stenosis was 0%. There was no more information available regarding the procedure. Seven weeks later, the patient complained of chest pain again. Coronary angiogram was conducted and restenosis was observed at the proximal edge of the cypher implanted at the proximal cx. There was 90% stenosis. To treat the restenosis, a cypher 3.0 x 13mm stent was implanted by direct stenting. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. Procedure details were all unknown. The residual % of stenosis was 0%. Three days post procedure, the patient was discharged home. Anti-platelet therapy conducted: heparin 15000 u/day: 2005, nitroglycerin 0.3mg/day: 2005, isosorbide dinitrate 40mg/day: 2005, aspirin 100mg/day: 2005 - 2007, aspirin 200mg/day: 2007, ticlopidine hydrochloride 200mg/day: 2005, carvedilol 5mg/day: 2005. The product remains implanted in the patient and is thus not available for evaluation. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. Medical history and risk factors that may have increased his risk for mace include a history of angina pectoris, hypertension, lipid metabolism abnormality, family history of cardiac disease, and smoking. The vessel characteristics and procedural details of the cx are not known. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. According to the procedural physician, this event could have occurred with any bms and is not specifically related to the cypher stent. There are patient and procedural factors that may have contributed to the reported events. There is no clear indication that these events were design or manufacturing related.

Event description:
The patient had restenosis in a previously implanted cypher stent.